Event description:
The rptr indicated that during implant testing, the seit (shock electrode integrity test) was performed twice giving readings of 90 and 100 ohms. Connections were checked and were okay; however, the pocket was wet. During the first induction, a shock was delivered to induce the pt. A 20 j shock was given, which did not terminate the ventricular fibrillation. Then a full output shock was given, which successfully terminated the ventricular fibrillation. However, therapy details report "high ohms." Connections were again checked and another seit was done. The shock electroden integrity test also indicated "high ohms." Another device was implanted.